Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited noisy signals resulting in oversensing and inappropriate shocks after a routine device changeout procedure had been completed. Noise was reproducible with isometrics. Additional information was received that pacing was inhibited due to the oversensing and pacing threshold measurements had increased. This implantable cardioverter defibrillator (ICD) was explanted so that this ventricular implantable lead could be replaced with a lead implanted in the pectoral region.